Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. No further information was able to be obtained from this customer. However, there was samples returned for evaluation. The probe was packaged on october 8, 2018. There were 354 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample showed no obvious non-conformities. Further evaluation found the sample met specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the shaft of the laser probe could not be inserted properly into the trocar prior to a surgical procedure. The laser probe was replaced to initiate and complete the procedure.